Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
It was reported that this right ventricular (rv) lead exhibited high out of range shock impedances. The impedance trends ranged from 90 to 120 ohms. Boston scientific technical services discussed that this is likely due to the lead being a single coil lead and that the alert limit can be increased to 150 ohms and the patient can continue to be monitored, if the physician desires. At this time, the lead remains in service. No adverse patient effects were reported.